Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. All device components were explanted and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7127234. Product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7089071. Product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(6); batch: 560404.